Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. Failure event was observed during analysis. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection found full breach outer insulation degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts. Degradation adjacent to the connector boot.